Event description:
The initial information received stated there was a problem with the last case of the day. Additional information received in 2008 stated that an unplanned vitrectomy was performed, and the patient was doing well. Additional information received on 11/13/2008 stated that case #9 was scheduled as pke with iol and trabectulectomy with mitomycin. The surgeon said he felt a surge and a posterior capsule tear occurred; anterior vitrectomy performed. The patient was noted as having no injuries. The surgeon declined to release further information.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.